Manufacturer narrative:
(B)(4). The device was returned for evaluation. No device history record (DHR) review was possible as the provided serial number (B)(4) does not appear to be a valid integra identification number. No other lot or serial number was provided during the course of the complaint investigation. The reported complaint was confirmed as the unit failed multiple specific functional tests due to multiple worn out components and a shock cushion that was out of position and impeding the handle from closing properly. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the arm of an a2101 mayfield ultra base unit a2101 mayfield ultra base unit does not hold the attachment "stable". There was no known patient injury or delay in surgery.